Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously low sodium (na) results for seventeen patients. The erroneous results were reported out of the lab. It is unknown if there were any changes to patient treatment as a result of this event. There have been no reports of death or serious injury. The customer stated that the erroneous results occurred after performing a monthly flow cell maintenance procedure. The customer stated that they were using the monthly synchron lx20 flow cell maintenance procedure on both the lab's lx20 and dxc 800 systems. When doing the procedure on the dxc, the customer mistakenly used di water instead of normal saline as a diluent for the cleaning solution. Immediately after completing this maintenance procedure, the dxc ion selective electrode (ise) system was calibrated and quality control (qc) results were within range. The low na results were questioned by the medical staff. Some of the low na results were critically low. The samples were repeated on the lab's lx20 and amended reports were issued. This is report 12 of 17 medwatch reports filed for this event for patient 12 of 17 patients.

Manufacturer narrative:
The customer evaluated the system while on the telephone with bci customer service. The customer replaced the na electrode. After running serum samples through the flow cell and allowing the ise system to equilibrate, the customer was satisfied that the problem had been resolved. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This MDR represents event 12 of 17 reported by this customer.